Manufacturer narrative:
Due to the limited amount of information that was provided, a specific cause of the event could not be identified. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. The field service representative replaced both measuring cells, cleaned and lubricated necessary parts, and performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 602 module. The initial result was 32.8 pg/ml with a data flag. The repeated result was 69.3 pg/ml. The sample was repeated on another module and the result was 33 pg/ml.